Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61mm diameter abdominal aortic aneurysm. The aortic diameter at the sma measured 26mm. Proximal neck diameter 22mm. Right renal take off angulation was noted as 100 degrees and left renal take off angulation 105 degrees. It was reported that on completion of the index procedure atype ia endoleak was identified. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: the type ia endoleak was confirmed on discharge.fup image at 30 days: no evidence of endoleak and fup image at 12 months: no evidence of endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the event has been assessed by the investigator as increased activated clotting time (250).

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.